Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, mildly tortuous, 99% stenosed lesion resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, mildly tortuous, 99% stenosed right posterior descending coronary artery. A 2.5x12mm xience alpine stent delivery system (sds) failed to cross due to the anatomy. The device was removed but experienced resistance with the anatomy. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.